Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During testing of the device, it was found that the new circulation pump was defective. Circulation pump was replaced during the pm. The device underwent pm servicing while in for repair. Replaced mixing pump, heater, and drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they performed preventative maintenance. They replaced heater, mixing pump, circulation pump, drain valves in an arctic sun device. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Visual inspection, defective pump and functional check revealed no issues.